Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia 60mm articulating medium/thick reload. Visual inspection of the cartridge noted that the reload was fully fired and the anvil clamping mechanism was deformed. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur when fired over tissue that is beyond the recommended thickness range or if fired with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.¿ based on the evidence available the reported condition was confirmed. The root cause of the observed damage was misuse of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a video assisted thoracoscopic procedure, when the surgeon went to transect lung tissue the stapler would not fire. It became locked on the tissue, and the knife blade had to be retracted to removed the reload. To complete the procedure, another reload and handle were used. There was no patient injury or extension in surgical time.